Event description:
It was reported the device was in use for home care infusion of ceftriaxone. The reporter stated after scheduled infusion was done the IV bag still retained "a lot" of the total volume (50 ml remaining of 280 total volume). No adverse effects reported.